Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the setscrew of the implantable pulse generator (ipg) slipped and was pushed out. Following this the setscrew could not be screwed firmly. The ipg was not used and was replaced. No patient complications have been reported as a result of this event.